Manufacturer narrative:
Investigation: the complained sample was not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis is not done. A failure during manufacturing process can be excluded based on the investigation. In the production line, the filters are 100% tested both for their tightness and for open fibers. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported that a dialyzer clotted and blood loss occurred during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an arterial/ venous pressure alarm. An attempt to reset after the alarm was made but the venous chamber was already clotted. The arterial blood line returned, dialyzer and lines disregarded. A whole new set up was put on. A pre-dialysis heparin bolus was used for anticoagulation during treatment but amount was not provided. The patient does not have any conditions that affect clotting. Stated that the patient¿s estimated blood loss (ebl) was approximately 100-300 ml. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer clotted and blood loss occurred during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an arterial/ venous pressure alarm. An attempt to reset after the alarm was made but the venous chamber was already clotted. The arterial blood line returned, dialyzer and lines disregarded. A whole new set up was put on. A pre-dialysis heparin bolus was used for anticoagulation during treatment but amount was not provided. The patient does not have any conditions that affect clotting. Stated that the patient¿s estimated blood loss (ebl) was approximately 100-300 ml. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.